Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/15/2015-device evaluation:the pump has been returned and evaluated by product analysis on 06/29/2015 with the following findings: a review of the pump black box data showed no evidence of call service alarms. During testing, the pump rewind, load and prime sequence was successfully completed. The pump was powered on exercised for 24 hours with no call service alarms occurring. The call service alarm issue was not duplicated. There was no defect found during investigation.